Event description:
A pt was admitted to a hospital, as they experienced a cardiac arrest post a refill of her pump 6 days ago. It was suspected that there had been a pocket fill at the refill. The pt was stabilized, and had increased pain. The pump was aspirated, and it was noted that the pump had been checked and was found to be empty. Another refill was scheduled for (B)(6)2010. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4)